Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm measure 6 cm in diameter. It was reported that migration with a proximal type I endoleak was observed. An intervention was performed and a talent cuff was implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.